Manufacturer narrative:
Follow-up #1 date of submission 10/06/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box showed evidence of pump reboots, voltage drops and battery alarms occurring. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap was able to secure properly to the pump. During testing, the pump was exercised for 24 hours with no intermittent power or reboots occurring. The pump ¿sleep¿ current draw was found to be out of specification. The pump case was removed and there was evidence of contamination found on the transceiver board, printed circuit board and other electrical components inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (power issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.